Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/20/2015 with the following findings: the reported issue could not be adequately investigated due to a recurring cs-078 'call service alarm'; no conclusions could be determined in regards to the reported issue. Several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Evidence of moisture ingress was found behind the display lens. The pump case was observed to be cracked near the upper right corner of the display. Investigation revealed that the piston did not move during the execution of the rewind step, and the pump displayed a cs-078 'call service alarm'. The pump failed a leak test due to a leak in the area of the aforementioned pump case damage. The pump case was removed, and further evidence of moisture ingress was found on the printed circuit board/motor flex connector; this device failure caused the cs-078 'call service alarm'. (B)(4).